Event description:
It has been reported to philips that system would not boot up. The system was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (fse) inspected the system remotely and confirmed the issue. Troubleshooting actions performed by the rse involved resetting the breakers in the mains (m-rack), which resulted in the breaker in the uninterruptible power source (ups) transfer switch tripping. Resetting this resulted in the breakers in the mains tripping again. Analysis of the system log files was also performed. It was determined that the main power distribution (mpd) control unit was malfunctioning. The rse directed the customer to replace the mpd control unit. An in-house engineer replaced the control unit. After replacing the mpd control unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.